Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the tacking devices did not work. The tacks were malformed. Some tacks were placed correctly and others fell out. There was no patient harm.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. A visual inspection of the inner components of the instrument revealed that the timing was disrupted and a tack was visible in the shaft. Also, the trigger was jammed. The trigger was actuated after disassembling the body from the tube. Tacks were jammed in the tube and did not deploy due to the timing disruption. A review of the device history record indicates the product was released meeting all manufacturer's quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. Our instructions for use warn against the action that was taken which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.